Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery, the ophthalmic system power was turned off during ultrasound. A balanced salt solution leak was noted. The procedure was completed on the same day using an alternative device, and there was no patient harm.